Manufacturer narrative:
The investigation of the returned device found no defects or deficiencies that would contribute to the customer¿s complaint of the needle mechanism deploying early. The device was returned with the needle mechanism successfully deployed and the data showed the device deployed during second priming as would be expected. Insulet cannot confirm the customer¿s report that the needle mechanism deployed early.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed mechanism failure to determine its root cause. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that patient's blood glucose (bg) levels reached 23.1 mmol/l (416 mg/dl) while the pod was not worn. The customer was having difficulty activating the pod and noted the needle deployed early, indicating a needle mechanism failure. A manual injection of 2 units was administered to treat the hyperglycemia and a new pod was applied after the event.